Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a fault code 1003 indicative of voltage too low for remain battery capacity. Technical services explained that the warning was a general one indicating premature battery depletion (pbd). The patient was previously scheduled for device replacement the same day due to normal battery depletion nine years after initial implant. The device was successfully replaced. No additional adverse patient effects were reported.